Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.device not returning the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric bypass procedure, the staples would not hold. Upon the fourth firing with a blue cartridge, some staples were malformed and a part of the staple line didn't hold. The malformed staples were removed and the hole in the stomach was closed by manual sutures. Furthermore, no further issues occurred with the fifth, sixth and seventh cartridges. There were no adverse consequences for the patient.